Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant. Since it was not possible to finish the procedure, the implant was removed. The implant was not replaced at the same event.